Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative: (no code available (3191) is used to capture the surgical intervention and medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on (B)(6) 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2016, the patient underwent a left knee revision due to loosening of the tibial and patellar components. The surgeon reported significant synovitis extensively throughout the joint. He indicated the patella was loose after debridement of synovitis material. The surgeon reported the tibial component was loose and removed without the need for additional instruments and was removed manually. He noted a well-fixed femoral component and it was retained. The surgeon reported no intraoperative complications. The patient was implanted with attune revision tibial component, patellar component and competitor cement. On (B)(6) 2017, the patient underwent a second left knee revision due to loosening of the tibial component. The surgeon indicated the patient underwent knee replacement surgery due to loosening previously, and now developed recurrent loosening. He noted due to the fact the patient had already had significant bone loss to the tibial and additional polyethylene build up necessary which was beyond the scope of the newer attune system, so the patient was converted to the sigma system. The surgeon reported the tibial component was grossly loose and removed by hand. The femoral component was also revised. The patella was not revised. The patient was revised with depuy system and competitor cement. Doi: (B)(6) 2016 dor: (B)(6) 2017 (lt knee).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening at the tibial component. Loosening interface occur at cement to implant. Cement manufacturer is unknown.